Manufacturer narrative:
Inspected 2 opened/used enlite sensors and found 1 of 2 sensors with cannula retracted inside sensor base. The insulin pump was unable to confirm customer received sensor in said condition due to customer returning it opened/used. Performed bicarbonate buffer test to 1 remaining sensor and sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Found sensor with cannula bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was advised that the customer was receiving a weak signal alert from his sensor. His blood glucose was 109mg/dl at the time of reporting. The sensor is being returned. No additional information was reported.